Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿perforations tear too easily". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the silicone temperature sensing catheter product ifus were found to be adequate based on past reviews.

Event description:
It was reported that the blue cap from the sampling port of the drain bag had came off. A foam tape was used to prevent from leaking. It was noted that the catheter was placed from (B)(6) 2021 to (B)(6) 2021. Curos caps were not used to clean the port. Soap and water were used to clean the mucus membrane and chlorhexidine gluconate (chg) was used on the rest of the area. Customer had stated that this had occurred multiple times and seemed to occur primarily with temperature sensing catheters. Representative manipulated the sampling port of tray a319516am, lot ngex3125 with and without syringe and observed that the port did not move. It was also reported that the drain bags leaked from the seams when full and the tamper evident seal unraveled after being opened. It was also reported that there were incidents where catheters eyelet was obstructed. Customer was provided with education and training on what to do for the above two incidents.